Manufacturer narrative:
Stryker did an initial evaluation of the device and was unable to duplicated the reported issue. The customer declined any further evaluation. The customer was advised to remove device from service until a full evaluation is completed. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device powered off 5 times and had to be turned back on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.